Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor siltex round moderate profile 225cc saline breast implant, catalog # 3542630, lot # 266426. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 225cc and experienced deflation on the right breast implant. The deflation was diagnosed by visible examination. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) year old caucasian female patient underwent a primary breast augmentation with a saline mentor siltex round moderate profile 225cc and experienced deflation on the right breast implant. The deflation was diagnosed by visible examination. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device and on the shell surface. During evaluation a rent was observed on the posterior aspect, measuring approximately 0.4 cm. Leak testing of the device, in accordance with mentor procedures, revealed no other leakage sites. Microscopic examination of the edges of the rent gave no indications as to cause. Complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. The device history record (DHR) for lot number 266426 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).